Manufacturer narrative:
(B)(4).

Event description:
It was reported "the dilator tip was found damaged during use on the patient." The user changed to a new set. There was no medical I ntervention required. No patient harm or injury. The patient's current condition is reported as "fine".

Event description:
It was reported "the dilator tip was found damaged during use on the patient." The user changed to a new set. There was no medical I ntervention required. No patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one dilator for analysis. No obvious signs of use were observed. Visual and microscopic examination revealed that the dilator tip was split/folded. White stress marks are also visible. No other defects or anomalies were observed. The dilator length measured 101mm, which is within the specification limits of 95.2mm-108mm per the dilator product drawing. The dilator inner diameter at the distal tip measured 0.9144mm, which is within the specification limits of 0.9144mm-0.9652mm per the dilator extrusion product drawing. A lab inventory guide wire (measured 0.0315") was inserted through the returned dilator. Despite the damage to the dilator tip, the guide wire was able to pass. Performed per IFU statement, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin". R & d and manufacturing have been consulted regarding investigations of this nature. They stated that various factors could contribute to the observed damage to the dilator tip, including the manufacturing process and/or undue force applied unintentionally by the user. Due to the possibility that manufacturing contributed to this damage, they will further investigate this issue. A device history record review was performed and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report of a damaged dilator tip was confirmed through complaint investigation. Visual analysis revealed that the dilator tip was frayed and folded. Despite the damage, all relevant dimensional and functional requirements were met, and a device history record review did not reveal any relevant findings. Based on the customer report, the sample received, and the comments from r & d, the root cause cannot be determined. A non-conformance initiated so the manufacturing facility could further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.